Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was hospitalized due to syncope caused by hypoglycemia and atrial fibrillation with rapid ventricular response. The patient was treated with medication to address the atrial fibrillation and released from the hospital.